Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The product support engineer (pse) advised the customer the liquid crystal display has reached end of life. The pse advised the customer replace the user interface to repair. The pse provided part number for the user interface. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.